Event description:
It was reported that during a laparoscopic cholecystectomy procedure, several clips kept falling off the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.